Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2020-06967. During an in-clinic follow up, high capture threshold was noted on the left ventricular (lv) lead while low sensing and high capture threshold were noted on the right ventricular (rv) lead. Technical support was contacted and it was also determined that nonsustained oversensing episodes due to loss of capture were noted on the system but it could not be conclusively determined if it was due to the lv or rv lead as both leads exhibited varying and high capture thresholds. Then during lead revision procedure, the rv lead was attempted to be repositioned but the helix could not extend as it was blocked by a small piece of muscle tissue so the rv lead was explanted and replaced; meanwhile, the lv lead was repositioned to resolve the event. The physician also believes that the event involving the lv lead was due to the patient's chronic condition. The patient experienced no consequences.